Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The target lesion is unknown. The 15mm x 3.25mm quantum apex balloon catheter was advanced to the lesion for post dilation of an unspecified stent. During the first inflation, the balloon ruptured at 4 atmospheres. The procedure was completed with a 3.25x15 non-bsc balloon catheter. There were no patient complications reported and the patient's condition was reported as 'fine'.